Event description:
Device malfunction: none. Symptoms/ae: stroke symptoms, right arm tingling and weakness. Time of symptoms/ae: 6 hours post carotid procedure. It was reported that approx 6 hours post carotid procedure, the pt experienced stroke like symptoms, right arm tingling and weakness. No add'l info available.

Manufacturer narrative:
Study trial.